Event description:
During a routine shift check by a clinician, the device was unable to increase the energy selection. However, the device was able to decrease the energy selection. Complainant indicated that there was no patient involvement in the reported malfunction.